Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to place an order, but while placing the rsd order, the patient mentioned he is allergic the plastic or nylon tapes and can only use paper tape. He was not sure of the exact name of the tape he had received but stated it was to him a type of nylon material. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".